Manufacturer narrative:
Upon further investigation by the customer (24mar2017) they determined that the root cause was user error in sample dilution and ordering the dilution on the instrument. Based upon this new information, this complaint is no longer a reportable event.

Manufacturer narrative:
Lot/serial number was not provided by the customer; therefore, only a partial UDI is known an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated total bilirubin on one patient. The results provided were: sid (B)(6) on (B)(6) 2017 total bili = >20,000 umol/l. The sample was sent out and another method generated t bili = 595 umol/l / on the architect a 1:5 dilution t.bili = 612.4 umol/l. There was no additional patient information provided. There was no reported impact to patient management.